Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the 4-way valve is contaminated. Additional malfunctions are the sieve beds and heat exchanger are contaminated, the on/off switch short circuited, and the tie wraps are leaking.